Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2020 with coolsculpting to the bilateral lower abdomen and chest using a cooladvantage plus and cooladvantage applicator. On (B)(6) 2020 the patient experienced firmness and visible enlargement to the treated areas. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the lower abdomen and chest.